Manufacturer narrative:
Manufacturer statement: according to information from the clinic the neurovent-pto 2l catheter was implanted in the same burr hole as an evd catheter. The burr hole was drilled as is usual for an evd catheter and not at a 30° angle as specified in the neurovent-pto 2l IFU. After suspending patient care, the catheter was removed as part of this decision. It is likely according to dr. (B)(6) that the catheter tip got caught on the inner table. The clinic did not take the patient into surgery to remove the catheter pieces as patient care had been withdrawn. The neurovent-pto 2l catheter was discarded by the clinic and was not available to be sent back for further evaluation. The clinic did not have record of what lot# of the neurovent-pto 2l catheter that was implanted. The following 4 neurovent-pto 2l catheter lot#s had been delivered to (B)(6): e8203426, e8023428, e8203430, and e8203414. Since the lot# was unknown, DHR documents were checked for all 4 lot#s that were delivered to (B)(6). The DHR documents showed that all 4 neurovent-pto 2l lot#s that were sent to the clinic met manufacturers specifications. Final inspection of finished goods was passed for all 4 neurovent-pto 2l catheters. Based on the knowledge that the final inspection was passed and that the catheter functioned properly while implanted, the catheter tip being broken off during removal was user error. According to the neurovent-pto 2l IFU the burr hole needs to be drilled in oblique angle of 30°. Device discarded.

Event description:
The catheter was implanted on (B)(6) 2015. Based on decision to withdraw patient care (treatment) the catheter was explanted on (B)(6) 2015. During removal the catheter tip was broken off and left behind. It is likely according to dr. (B)(6) that the catheter tip got caught on the inner table. The clinic did not take the patient into surgery to remove the catheter pieces as patient care had been withdrawn.